Manufacturer narrative:
E1: (B)(6). Manufacturer's investigation conclusion: the reported event of dim pump running led was confirmed. The heartmate ii system controller (serial number: (B)(6) ) returned analysis and a log file was downloaded for review that showed events spanning approximately 13 days (20jul2023 ¿ 02aug2023 per timestamp). The fixed speed was set to 8400 rpm and low speed limit (lsl) was set to 8000 rpm. The driveline was disconnected on 02aug2023 at 09:28:53 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was functionally tested and was able to support a mock loop without any issues or alarms activating; however, during testing the pump running led was observed to be dim. The root cause was traced to the led component on the user interface printed circuit board (ui pcb). A corrective action was initiated to address this dim leds issue which replaced the type of led on the ui pcb, (B)(6) was manufactured prior to the implementation of that corrective action. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Additionally, section 3 of the patient handbook, entitled ¿powering the system¿, gives instructions on changing power sources including only to hand tighten nuts until secured. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump running symbol on the system controller was so dim that it could not be visually identified. The controller was replaced.